Event description:
It was reported that during the procedure, a competitor's trocar (ethicon 5mm trocar #355l) pulled out causing the lap instrument to be in contact with the abdominal wall. Dr. Indicated that injury was a 1st degree burn. Nurse thought it was a pressure mark (pink in color).